Event description:
Several inappropriate vf detections with a shock delivery were reported after an implantation time of about 4 weeks. The lead was explanted.

Manufacturer narrative:
The analysis checked the mechanical and electrical properties of the lead. In regard to the electrical properties of the lead, no deviations from the technical specifications could be found that could be related to the clinical observation. No mfg error or material defect could be found during the analysis.